Manufacturer narrative:
Additional information - b5, h6 (additional device code added)

Event description:
Additional information - it was reported that there was additional intermittent atrial lead noise seen, as well as multiple episodes of low atrial lead impedance that would drop to be out of range and then return to the original impedance. Lead revision and device replacement was discussed as the device is nearing it's elective replacement indicator, but the procedure did not yet occur. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert on their implantable cardioverter defibrillator. Interrogation of the device showed that the alert was for out of range right atrial lead impedance, however the measurements of the lead impedance were not indeed out of range. Interrogation of the device did reveal episodes of automatic mode switch, with some possible noise examples noted on the electrogram. The atrial sensitivity was reprogrammed, and the patient was in stable condition.